Manufacturer narrative:
Product analysis . Kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per position specification. The 1st distal stent wrap was misaligned. Deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. Product analysis: an image provided is of the shelf carton of a resolute integrity 3.0*18mm device. The lot number on the shelf carton 0009789576 corresponds with the lot number reported in gch. There was no image provided of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion located in the proximal left anterior descending (lad) artery and circumflex (cx) artery. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. It was indicated that the stent wrap was deformed upon inspection following removal from the patient. The patient was reported to be alive with no injury.